Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on(B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level at thetime of admission was within the range of 600 mg/dl to 716 mg/dl.. The customerhad symptoms of headache and nausea. The customer was treated with insulinshots. The customer was wearing the insulin pump at the time of thehospitalization. The doctor had requested for someone to look at the insulinpump. The customer was advised to send an email to request someone to visit thehospital. The device will not be returned for analysis.